Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated they used three new batteries and still the issue did not resolved. Customer stated replace battery alert was not less than 8hour's from low battery alert. Automode feature was unknown at the time of battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.